Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level read "high"; a specific value was not provided. The customer address elevated bg and occlusion by refilling a new cartridge, changing infusion sets and site location. Reportedly, the customer sometimes uses cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.